Event description:
Info received indicates the head section is slowly drifting down. The tech replaced the head down and the CPR valves but the problem remains.

Manufacturer narrative:
Repairs have not been completed.